Event description:
Consumer states that the power chair does not run properly. The chair allegedly will speed up or slow down on its own and stop completely. Consumer has placed a call to the dealer and is waiting for a return phone call. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsi-2, serial number/date (B)(4) is approximately 4 months old. The user manual part number 1154294 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.